Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient experienced an event of infusion set leakage through retainer port on (B)(6) 2025. No further information available.